Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer discovered questionable hemoglobin a1c results for 143 patient samples when a run of 150 patient samples was repeated on another integra 800 after the results for four patient samples were questioned. Data was only provided for five patient samples, of which the results for four were discrepant. Patient sample 1 initial result was 7.9%, the repeat result was 6.1%. Patient sample 2 initial result was 8.6%, the repeat result was 7.0%. Patient sample 3 initial result was 15.4%, the repeat result was 12.2%. Patient sample 4 initial result was 8.0%, the repeat result was 6.0%. The initial results were reported outside the laboratory. The repeat results were believed to be correct. Corrected reports were issued for 143 patient samples. No patients were adversely affected. The hemoglobin a1c reagent lot number was 66927201 with an expiration date of 01/31/2014. The field service representative could not find a cause. To verify the analyzer operation, he ran performance testing which passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the number of patient samples involved, an issue with pipetting or sedimentation of the samples was likely.